Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "insert was removed to gain access to posterior capsule of the knee for lyses of adhesions."